Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins). It was reported that the patient stated their spinal cord stimulation quit working. The patient clarified that when they hooked up to recharge their ins it showed their ins battery was fully charged within 5-7 minutes and they know that can¿t be right. The patient said they charge every night except for (B)(6) 2020 and they noticed this on (B)(6). The patient hooked up the recharger and reported the ins fully charged icon. The patient could not check the with their programmer because it had no worked with it for a couple years and they have the ins set where they like it. The patient turned stim back on with the with the white button on the side of the recharger. The patient confirmed they felt stim turn back on. The patient did not think that they accidently turned stim off with the black button on the recharger. The patient had not let the ins become depleted or had any medical tests or procedures where they needed to turn stim off. They did not know why stim was off. They confirmed they still felt stim. No symptoms were reported. No further complications were reported or are anticipated. The indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the stimulation turning off on its own resolved. No further complications were reported or anticipated.